Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user¿s device screen became unreadable after it was impacted while in the user¿s pocket. Although the device continued to operate, the screen appeared distorted and was no longer usable. A replacement device was arranged. Blood glucose was not affected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.